Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited increased thresholds. During the revision surgery on (B)(6) 2013 the insulation was noted to be damaged. The lead was explanted and replaced.